Event description:
It was reported that the tip of the driver broke while securing a crosslink to a rod for implantation of a posterior spinal fixation system. A metal fragment was found on the post-op x-ray. The fragment was removed before the pt left the or. No x-ray were taken after the fragment was removed.

Manufacturer narrative:
(B) (4): x-rays were not provided to the MFR. The product was returned for eval. Visual exam found that the tip of the driver is completely broken off, except for one spring tab that is intact. Fractured surface shows some signs of discoloration of the material. No signs of fatigue were observed. Evidence of shear fracture was confirmed. It appears the tip broke due to torsional stress. The torque test found the torque limiting function to be within specification. A review of the device history records did not identify any applicable non-conformances to specification.